Event description:
It was reported during the lead implant procedure after closing the support clip on the stimloc, the lead position had moved about one contact. The stylet had not been removed yet from the lead. There was no patient injury and no actions required as a result of the event. The patient was doing "fine."

Manufacturer narrative:
(B)(4).